Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 170 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratched in screen cannot to read sometimes. Customer states that the damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass and minor scratched lcd window.